Event description:
It was reported that a new ilet user experienced prolonged hyperglycemia, with glucose readings up to ¿high¿ for over 12 hours despite a recent supply change, and rapid insulin reservoir depletion was noted by the user. Symptoms included lightheadedness and fatigue. Outcomes included no use of backup insulin, no ketone testing, and no medical intervention. Investigation included customer care support and troubleshooting with education, and a complete infusion set and cartridge change, after which glucose trended downward. Investigation of this case revealed no observed leakage, no bent cannula, and no device alerts or alarms, with the cause of hyperglycemia remaining unclear. It was concluded that the event was hyperglycemia with an undetermined cause after successful supply replacement and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.